Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports: 0001825034-2024-00279. D10: concomitant medical products, part number (lot number): 113034 (265150). Associated product information: 113611 (272300) . The customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an anatomic shoulder revision approximately six (6) years and (2) months after initial implantation due to dislocation. No other injuries were reported, and medical records are unavailable for review. The revision surgery was successful. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction to d1. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.